Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a mini cfs for posterior malleolus fixation in a trimalleolar fracture case, the head of ar-18724-34 went through the plate, ar-18724p-49, as the surgeon was attempting to pull the plate to bone. The screw was removed without incident and the surgeon was able to swap the ar-8933-36 in it¿s place and added 2mm to account bigger 3.0 head. After the plate was down to bone, an additional 2.4 cortical, qty.1 and 3.0 cortical screws, qty.2 were placed also without incident and fixation was solid.